Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that the patient encountered 5 infusion sets cannula kinked events since (B)(6) 2024. Two events occured within 3 of insertion and three events occured 3 or more hours of insertion. The infusion set was in use for 3 hours for two events and 4 hours for three events. The insertion site was at abdomen. The blood glucose level was 18.8 mmol/l. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5. Device 1 of 5.